Manufacturer narrative:
A registration discrepancy between two patients resulted in the final reports being initially posted to the incorrect patient. A serial number swap occurred during manufacturing resulting in the zio xt device being incorrectly registered to a different patient and the final reports being posted to the incorrect patient. No protected health information (phi) was disclosed to the incorrect party. The clinical reports were corrected and provided to the healthcare provider. No adverse events occurred. This event is being reported per 21cfr803 as a product problem/malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. This is 2 of 2 reports. Please reference MDR # 3007208829-2023-00119 for patient 1.

Event description:
A registration discrepancy between two patients resulted in the final reports being initially posted to the incorrect patient. A serial number swap occurred during manufacturing resulting in the zio xt device being incorrectly registered to a different patient and the final reports being posted to the incorrect patient. No protected health information (phi) was disclosed to the incorrect party. The clinical reports were corrected and provided to the healthcare provider. No adverse events occurred.